Manufacturer narrative:
Concomitant medical products: product ID: 305901, lot#: 6018745, product type: screening. Other relevant device(s) are: product ID: 305901, serial/lot #: (B)(4), patient code: (B)(4), device code: (B)(4), apply to verify enhanced (serial#: (B)(4) and lead (lot#: 6018745). Device code: (B)(4), device code: (B)(4), eval code method 4117, eval code-result 3221, and eval code- conclusion 67 apply to lead (lot #: 6018745) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a trial lead. Rep was pot procedure and continually received the "connection issue" message. Prior to calling, they replaced the cable and noted two leads were used. The call center requested the rep to place a ground pad and try again. This time, the rep reported the lead connected to the red port seemed to have a connector issue with the lead itself and described it as bent near the connection pin. The rep noted the patient will proceed with one trial lead. Later on that day, the rep called back and said the connection issue occurred again. They noted that the lead now has a broken tip and the other lead is connected to the white and ground pad which is new and secure. The rep requested the ens to be replaced; the connection issue went away and they believed the issue was resolved. Later on, the rep called back reporting the connection issue message again after attempting to increase intensity beyond patient sensation (0.8ma). They also "reported patient sensory at lead implant". No further patient complications have been reported as a result of this vent.

Manufacturer narrative:
Continuation of d11: product ID 305901, lot# 60187405, product type: screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the leads were removed the same day as they were implanted due to connection issues. It was noted that the ground pad was always in use and the ¿connection issue¿ message occurred while the ground pad was in use. An hour of troubleshooting took place, including replacing the connector cable and replacing the ens, but nothing seemed to resolve the issue. It appeared the lead connection was the error. There were a couple of times that the error seemed to go away, but it would error out again when the stimulation was turned up. So much manipulation of one of the leads caused the lead pin to break off. All temporary leads were pulled on the same day due to the errors.